Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Diaz, p. O., bini viotti, j., fleites, j., natori, y., anjan, s., bauerlein, e. J., butrous, h., munagala, m., & simkins, j. (2025). Https://doi.org/10.1016/j.ajt.2025.07.761 university of miami miller school of medicine / jackson memorial hospital / miami transplant institute, miami, fl. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the article ¿a persistent threat: the burden of pseudomonas aeruginosa left ventricular assist device infections¿ reported a single-center, retrospective cohort study of adults who underwent left ventricular assist device (lvad) implantation between (B)(6) 2012 and (B)(6) 2022 and were diagnosed with pseudomonas aeruginosa (psa) lvad infections. The study characterized psa lvad infections and assessed patient outcomes, as psa lvad infections present a persistent threat associated with significant clinical burden and mortality. Data was collected for all patients through (B)(6) 2024. The demographics, clinical characteristics, specific lvad infection types, and clinical outcomes were examined. Of the patients tracked, 33 were diagnosed with psa lvad infections. Patients were predominantly male (82%), with a median age of implantation of 57 years. At the time of lvad implantation, most patients (58%) had their lvad as destination therapy, with device types including heartmate ii (33.3%), heartmate iii (36.4%), and heartware (30.3%). The first psa infection occurred at a median of 537 days post-implant, with driveline culture positivity being common on initial presentation. After the first episode, 26 patients (79%) had persistent infection, and 18 (56%) developed antibiotic resistance. Throughout the cohort study, driveline infections (dlis) were the most common infection type (79%), followed by pump infections (21%) and pocket infections (12%). Surgical management was performed in 27% of dlis, 25% of pocket infections, and 43% of pump infections. Secondary bacteremia occurred in 16 patients (48%), and lvad exchange was performed in two patients (6%) due to pump infection. Six patients (18%) underwent orthotopic heart transplantation (oht), and there were no reported cases of psa recurrence post-oht. The development of antibiotic resistance and persistent infection despite treatment highlighted the need for better prevention and management strategies.